Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and donor history complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. The root cause could not be determined. No general product failure was identified. No biased result was reported to the physician. The patient was not harmed. (B)(4).

Event description:
A customer complained after a patient sample failed to react with e(rh3) positive cell 2 of 0.8% surgiscreen lot vss302 using ortho mts anti-igg card lot 042121001-08 during validation testing. Complainant: (B)(6) - occupation unknown. Complaint reporter: (B)(6) - ortho area technical specialist. Date of events: (B)(6) 2021. Reported on: (B)(6) 2021 by (B)(6) to (B)(4) to the orthocare helpdesk on the same day. Reagents: 0.8% surgiscreen lot vss302 expiry date 07 september 2021, 0.8% surgiscreen lot vss297 expiry date 24 august 2021, ortho mts anti-igg card lot 042121001-08 expiry date 21 february 2022. Patient information: known 3+ anti-e(rh3) antibody. The customer reported that on (B)(6) 2021 they had tested a patient sample for antibody screening using 0.8% surgiscreen lot vss302 in conjunction with their ortho vision mts analyser and that they had obtained a negative reaction with cell 2 of the red cell reagent. The customer reported that on the same day, they had tested this patient for antibody screening using 0.8% surgiscreen lot vss297 in conjunction with their ortho vision mts analyser and that they had obtained a positive reaction with cell 2 of the red cell reagent (2+ reaction strength). The customer reported that on the same day, they had retested this patient sample for antibody screening using 0.8% surgiscreen lot vss302 in conjunction with their ortho vision mts analyser and that they had obtained a negative reaction with cell 2 of the red cell reagent. The customer reported that as part of the troubleshooting, they tested an additional three patient samples known to contain an anti-e(rh3) antibody for antibody screening using 0.8% surgiscreen vss302 in conjunction with their ortho vision mts analyser and that they had obtained positive reactions with cell 2 of the red cell reagent (3+ reaction strength). No further detail provided. The customer reported that no biased result was reported to the physician and the patient was not harmed as a consequence of the reported events.